Event description:
While the device was in use on a pt, a possible adverse event occurred and staff from the facility may or may not have responded accordingly. The pt is reported to have suffered an injury and is not responsive or considered comatose.

Manufacturer narrative:
The investigation of the reported event has been started by analysis of the device's logbook. The logbook indicated multiple setting chances by the user followed by different alarms which were silenced by the user. Subsequently, a temporarily loss of the hospitals main gas supply occurred. Under such condition the evita 2 dura will deliver as much as possible gas to the pt and will post a "gas supply down" alarm. The logbook does not indicate any device malfunction.